Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was observed upon initial testing and a replacement power interface module board and ribbon cable were sent to the customer. There has been no update on the status of the device. A root cause cannot be determined without the receipt of the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "internal comm failure - 1173," "internal comm failure -3470," "internal comm failure -1475"and "internal comm failure-1471" messages. Complainant indicated that there was no patient involvement in the reported malfunction.